Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia manifested by pain and scrotal swelling, coincident with automated peritoneal dialysis therapy. The cause of the inguinal hernia was reported to be fluid from the abdomen leaking down to the scrotum but this was not medically confirmed. It was not reported if the patient was hospitalized for the event. Three days after the hernia diagnosis, the patient had a surgical repair of the inguinal hernia. Dianeal therapy was ongoing. The patient was recovering from the event. Additional information was requested, but is not available at this time.